Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.the patient had two implants explanted (but of different dates), see MDR #1032347-2011-00087 also.

Event description:
It was reported the patient had bilateral tmj implanted (B)(6) 2010. In (B)(6) 2010, the right fossa component was removed due to possible infection.